Event description:
Pt states that one of the pumps that she recently received is giving her an error 1720 message. Sn of the pump is (B)(4). We will send pt a new pump for delivery tomorrow. Pt did not use malfunctioning pump, no injury. She does have a functioning pump to use until we deliver the new pump. Return box will be sent. No adverse event. Dose or amount: 60nkm, frequency: continuously. Route: IV. Dates of use: (B)(6) 2016.